Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting, displayed an error indicating that it could not connect to the x-ray systems, and no x-ray could be performed. Upon troubleshooting actions, fse identified that the cisco managed network switch was defective. The fse was replaced network switch. After replacement, the system was returned to use in good working order.